Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 58 mg/dl at the time of the incident. The customer was given liquid drops to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported they have been undergoing chemotherapy and had a feeding tube placed. The customer reported the low blood glucose was due to not being able to eat actual food since the feeding tube only gives them liquid nutrients. The insulin pump will be returned for analysis.